Event description:
The facility reported a pump that "stopped infusing". Information was not provided regarding whether or not the device was in pt use when the event occurred. The hosp representative stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury had been reported.